Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 110 mcg/day) via an implanted pump. The indication for pump use was stiff man¿s syndrome and intractable spasticity. On (B)(6) 2018 it was reported that the patient was on the or (operating room) schedule for exploration/revision of the pump pocket. The patient¿s pump managing facility had notified the surgeon that the pump pocket appeared puffy and swollen and they had a hard time interrogating the pump. There were no concerns about the effectiveness of the drug delivery or the operation of the pump. During the procedure, the pump pocket was opened and fluid was drained. The pump was found to be inverted. The surgeon righted the pump and re-anchored it down. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved and the patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.